Manufacturer narrative:
A replacement power supply was sent to the customer. The product involved in the complaint was not returned for evaluation/investigation at the time of this report. Therefore no conclusion can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed or corrected information a follow up report will be filed at that time.

Event description:
Customer called into customer service to report that when she unplugged the adapter the housing just fell apart and she could see wires inside which is a safety risk.